Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative section g2, report source, of the initial medwatch report should have stated; distributor new information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the internal flow transducer (ift) and metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift and metering valve. H3 other text : serviced by asp.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device is getting low fio2 (fraction of inspired oxygen) readings. There was no patient involvement.